Event description:
Reportedly, while opening the device, the safety broke and the instrument could not be fired. The surgeon had to cut off the purse strings and make a new anastomosis with another stapler of different batch. No patient injury.